Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. On (B)(6) 2015, svc coil impedance dropped to 42 ohms down from a trend in the 48-63 ohm range. Max trend switches to the min trend on that date. On (B)(6) 2016, rv coil impedance dropped to 30 ohms down from a trend in the 33-48 ohm range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall with bruising around the device. It was noted there was a lead impedance alert due to low impedance on the right ventricular (rv) lead defibrillation coil. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.